Manufacturer narrative:
The pump was received with blank display due to cracked and bleeding lcd glass. Unable to perform the self-test, displacement, rewind prime, basic occlusion, force sensor, occlusion, sleep current measurement and active current measurement test due to blank display. Pump also received with severely scratched lcd window, cracked case, scratched case, missing display window cover,cracked belt clip rail, pillowing keypad overlay, scratched keypad overlay, and serial number label peeling. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the screen is cracked. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the keypad sheet and buttons are damaged and the main part is cracked. No further details given.